Manufacturer narrative:
Review of case data indicated the implant placement was planned very close to the lingual wall. No inaccuracy issues have been identified.

Event description:
During a guided implant placement, the implant was placed too lingual when compared to plan, resulting in perforation of the lingual wall. The surgeon removed the implant and grafted the site. No further injury was reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.